Event description:
User experiencing low bicarbonate pt results. Only two pt examples were provided. Patient 1, initial result gave 13.4 mmol/l; repeated twice giving 18.6 and 18.3 mmol/l. In 2008: patient 2, initial result gave 10.9 mmol/l; repeat gave 15.9 mmol/l. Only initial result from pt 1 was reported, and a corrected reported was sent. Pt was not adversely affected. The field svc rep determined the cause to be a problem with the operation of the fluidics system and removed, cleaned and re-installed all 4 vacuum drain valves as well as, repositioned tubing's on rinse mechanism. Performance tests were performed and within spec.